Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that she went to the gym, suspended the insulin pump and then received the alarm when she went to un-suspend the insulin pump. The customer's blood glucose was 237 mg/dl. Troubleshooting was done. The customer stated that the insulin pump may have possibly bene exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked reservoir tube were noted during the visual inspection. No button error alarms were noted. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.